Manufacturer narrative:
Additional information: annex d code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: an attempt was made to use one onyx frontier coronary drug eluting stent to treat a totally occluded lesion with 99% stenosis in the mid left anterior descending artery (lad) to the ostial 2nd diagonal artery. A 2.0 x 15 mm compliant balloon, 2.25 x 15 nc balloon, 1.5 x 12 mm compliant balloon, 2.0 x 15 mm balloon and 2.25 x 12 nc balloon were consecutively used to pre dilate the lesion at 10-20 atm. The 5f medtronic guide catheter was inspected prior to use with the onyx frontier stent with no issues noted. The guide catheter was flushed. Resistance was not encountered when advancing the medtronic guide catheter through the patient's vasculature. The replacement 2.5 x 22 mm resolute onyx was deployed up to 16 atm for 13 seconds. A 2.5 x 15 mm nc euphora was used to post dilate the stent up to 20 atm with an excellent result. No kinks or flattening or damage occurred on the medtronic guide catheter during use with the onyx frontier. The same catheter was used in the case with the new resolute onyx stent after the incidence. There was no complaint against any of the other medtronic devices used in the procedure. Patient history, age and gender were provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one onyx frontier coronary drug eluting stent to treat a lesion. The device was inspected before use with no issues noted. Negative prep was not performed. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device, however, no excessive force was used. The device was kinked and re-straightened during use. It was reported that stent deformation occurred in vivo during positioning/advancement. It was reported that the device detached, cracked or fractured during advancement through the guide catheter. It was later confirmed that the stent did not detach/break into two portions. The stent dislodged and moved off the balloon during advancement through the medtronic guide catheter, prior to reaching the lesion. The onyx frontier device had not been inflated prior to the dislodgement. The stent deformation/damage did not occur before the dislodgement. The stent was fully removed from the patient within the guide catheter, with no injury. It was noted that the guide catheter had been used successfully prior to the difficulties occurring. A replacement stent was used successfully to complete the procedure. No patient injury was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.